Event description:
On 08/12/2009, the pt reported that 2-3 years ago she had juice, coffee, and oatmeal for breakfast and "correctly" bolused for her meal. She stated she took her blood glucose reading prior to lunch and it was 560 mg/dl. She stated she looked down and her insulin infusion headset was "hanging down and a piece had broken off." She changed to a new infusion headset and had no further issues. She stated she could not remember what type of infusion set she was using or any other details. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.